Event description:
Reported due to foot break found during device analysis. The physician attempted an arteriotomy closure with the perclose proglide device follow an unk procedure. It is unk if the pt had any prior procedures or if the vessel was calcified. Reportedly, the device had a cuff miss. The device was removed and hemostasis was achieved with a second proglide device. There were no reported adverse pt reactions as a result of this event.